Event description:
This report is 1 of 3 for the dia 5mm 350mm tube (cev649-5b) component of the instrument and is related to mfg numbers: 3003249645-2025-00023, and 3003249645-2025-00024. A facility reported that during a coelioscopy surgery, black smoke appeared during first use of the laparoscopy sheath. An electric arc occurred which burnt the wall of the patient's abdominal cavity. The injury was described as a 1-centimeter (cm) burn of the peritoneum, at the opposite junction of the anterior and lateral abdominal wall of the iliac fossa. It was reported that no treatment was needed; however, black debris from the sheath that had settled on the peritoneum was suctioned out. A single-use coeliscopic scissors was used as a replacement to complete the surgery. It was reported that there was no further consequence to patient at day 1 and beyond. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The tube cev649-5b dia 5mm 350mm (cev649-5b) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the tube cev649-5b dia 5mm 350mm was received in used condition. Upon further inspection, it was discovered that the sheath had scratches. There was an impact related to the electric arc, as indicated by the customer, which caused the sheath to melt. The scratches were adjacent to the melted impact. The instrument has been repaired and reprocessed by a service provider other than integra-microfrance (imf) "petel" on several occasions. The sheath present on the tube was not a component replaced by imf. Root cause analysis: the reported complaint was confirmed. The coating was damaged, which affected the insulation. There was contact with another instrument, creating an electric arc. We cannot guarantee the nature of the sheath supplied by an external service provider. Imf recommends repairs within its factory and cannot guarantee the services provided by an external service provider.

Event description:
N/a.